Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported, that the cardiohelp displayed the error message "ac voltage error". The cardiohelp was exchanged during treatment. No harm to any person has been reported. As the cardiohelp was exchanged, which is a potential risk for the patient, a report is required. Complaint ID:(B)(4).

Manufacturer narrative:
It was reported, that the cardiohelp displayed the error message "ac voltage error" during treatment. The cardiohelp was exchanged. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation. The reported failure could not be replicated and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The provided log files does not include the date of event. No more information can be provided in regards to the log files. Thus, no exact root cause could be identified. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: - breakdown of ac/dc line voltage (mains) - power supply cannot be connected - defective or wrong fuse. Further, this error will appear if the voltage is interrupted such as a loose wall outlet connection, fluctuating voltage and similar abnormality in the voltage line. The cardiohelp system has a redundant power supply of an external power supply and battery supply. The redundant design of two usable batteries and the alarming about defect batteries cause a maximum safety. According to the instruction for use (chapter "check before every application", point 15) the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. The device was manufactured on 2021-11-23. The review of the non-conformities has been performed on 2024-08-16 for the period of 2021-11-23 to 2024-08-14. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "ac voltage error" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID:(B)(4).